Manufacturer narrative:
The bicarbonate liquid reagent lot number is 920407. The expiration date was not provided. The field service engineer inspected the analyzer and was unable to identify any cause for the event. He replaced the gear pump head, performed adjustments, and checked the voltages. The customer verified the analyzer's performance with successful qcs. The investigation is ongoing.

Event description:
The initial reporter received questionable bicarbonate liquid assay results for four patient samples tested on the cobas c 303 analytical unit. One patient sample was identified to have discrepant results from the list provided: the first result was 55.1 mmol/l, accompanied by a data flag that invalidated the result. The second result was 21.62 mmol/l. The third result was >50 mmol/l. It is not clear if all of the results were from the same sample and analyzer.